Event description:
During a biopsy procedure, the tip of the needle broke off in the patient and was not able to be retrieved surgically.

Manufacturer narrative:
The report was received per medwatch form. The form references the tru-core devices; however, it lists the part number and lot number for the co-axial needle. The picture received from the customer confirms the broken piece is from the tru-core device. The stylet is machined out of a solid piece of stainless steel. It has no welds, solder, or joints. A co-axial needle was used during the procedure to guide the biopsy device. No inventory is in stock for review. The tru-core device was received from the customer. The defect was confirmed. The end of the returned needle is curved with the tip broken off. There was no discoloration or cracks on the stylet which shows the pieces broke off all at once. The customer states they had to torque the needle to the periphery of the tumor. The defect experienced may occur if the device is maneuvered back and forth instead of pulled straight out during the procedure. We will continue to monitor and trend.